Event description:
It was reported that the bd alaris smartsite gravity set experienced component separation. The following information was provided by the initial reporter: hello, we just had a second tubing set with the same issue. It was reported by customer that over the weekend, one of our nurses opened a gravity set and the spike filter component was not attached to the tubing. No patient harm and did not delay the procedure (except to go get second set).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-apr-2023 . D4: medical device lot #: 22109417. D4: medical device expiration date: 25oct2025. H4: device manufacture date: 25oct2022. H6: investigation summary the three samples were received and tested by our quality team with the customer's complaint of separation. The drip chambers were received detached from the tubing which verified the complaint immediately. The sets were analyzed under microscope and the separated end lacked solvent (or glue). This is the root cause- lack of solvent applied during assembly. The manufacturer has been notified and has made changes to production to eliminate further occurrences of this failure. The samples that presented with separation issues were all part of lot# 22109417 a device history record review for model cm42500e-07 lot number 22109417 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris smartsite gravity set experienced component separation. The following information was provided by the initial reporter: hello, we just had a second tubing set with the same issue. It was reported by customer that over the weekend, one of our nurses opened a gravity set and the spike filter component was not attached to the tubing. No patient harm and did not delay the procedure (except to go get second set).